Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak of about 1l inside the coulter lh 750 slidemaker. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a leak in the back of the dispense module. The fse replaced all the tubes in the rear area of the dispense module. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).